Event description:
Surgeon could not get the 48x32 altrx neut liners to lock into the 48mm cup. At first, the screw was slightly proud, causing the liner to not seat fully and flush in the cup. The screw was removed, but the liner still wasn't fitting. Two more liners were opened, but none of them would seat in the cup. This caused a surgical delay of 45 minutes to 1 hour. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Surgeon could not get the 48x32 altrx neut liners to lock into the 48mm cup. At first, the screw was slightly proud, causing the liner to not seat fully and flush in the cup. The screw was removed, but the liner still wasnt fitting. Two more liners were opened, but none of them would seat in the cup. This caused a surgical delay of 45 minutes to 1 hour. (Left hip). Examination of the returned devices finds nothing to suggest product error. Based on the product examination the root cause has been attributed to inadvertent use error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.